Event description:
It was reported that when may of the keys on a pump keypad are selected, an incorrect response is observed. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval could not confirm an incorrect keypad response. The device was found to be with in specification. The pump was tested for 24 hrs and no keypad output response anomalies were observed. Each key was tested and found to function correctly. No malfunction could be identified.